Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a low resection procedure, the jaws did not open fully before the instrument was applied on the tissue. The surgeon applied another device without pt injury.